Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/05/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/27/2013 and 7/30/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 5x daily and his results are usually around ¿70-100 mg/dl.¿ the patient manages his diabetes with insulin pump therapy. The alleged issue began on (B)(6) 2013 at 1230 pm. The patient reported blood glucose results of ¿132 mg/dl¿ with the subject meter and ¿around 60 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). About 1-2 minutes prior to testing, the patient claimed he felt a symptom of shaky. At that time, the patient was visiting his physician¿s office and was reportedly fasting before his visit. The patient was administered a glucagon injection as treatment and felt better about 20 minutes later. About 830 am that same morning, prior to his reported symptom, the patient obtained a blood glucose result of ¿70 -74 mg/dl¿ with the subject meter. The patient denied making changes to his usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient confirmed an approved sample site was used for testing. Replacement products were sent to the patient. Although the patient was treated by a health care professional (hcp), there is no indication that the reported issue caused or contributed to this serious injury. The patient¿s reported symptom occurred before the alleged issue first began. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.